Event description:
It was reported that during procedure; there was inadequate or partial sealing with evidence of energy delivery and end tones heard. The devices were plugged into an ft10 generator with software version 5.0.

Manufacturer narrative:
D10 concomitant product: lf5644, lig dissector lf5644 sealer div 44 cm (lot #51760188x); lf5644, lig dissector lf5644 sealer div 44 cm (lot #51700133x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.